Event description:
A malfunction alarm with code malf 12 was reported, and a fault ID was available. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurred, which the customer acknowledged and understood.